Manufacturer narrative:
Conclusion / root cause: the blower assembly test failed, bad motor phase a winding generated the blower not to function; this returned blower assembly reveals that the hall sensors are out of specification. (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no air flow and that the blower was overheating. There was no patient harm.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer repaired the unit by replacing the blower assembly. The device subsequently passed all testing.